Event description:
Caller reported a cartridge alarm issue with the pump. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer took corrective action by administering a correction bolus via the pump and did not require external assistance. Technical support confirmed the issue with consecutive cartridges and sent a replacement pump. Customer was instructed on how to put the current pump into storage mode and advised on steps to follow upon receiving the replacement. There was no adverse impact to the customer¿s blood glucose level.